Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for two patient samples from cobas e602 analyzer serial number (B)(4). Of the data provided the thyrotropin (tsh) results for both patients were discrepant. Refer to the medwatches with (B)(6) for the other assays involved. Patient 1: tsh result was 0.43 ml. Repeat result by diasorin was 0.28ml and by siemens was 0.62ml. Patient 2: tsh result was 4.68ml. Repeat result by diasorin was 3.317ml. This patient was a (B)(6) female. The results were reported outside the laboratory and were believed to not be plausible according to the physician. The patients were not adversely affected.

Manufacturer narrative:
Samples from both patients were submitted for investigation. For patient 1, the customer's results were not reproduced. For patient 2, the customer's results were reproduced. The differences in results for the difference methods were due to the differences in the setup of the assays, the antibodies used and the overall standardization procedures of the assays. From the provided calibration and qc data, a general reagent issue could be excluded.